Event description:
Customer's mother called, reported of leaking reservoirs. Stated that when manual priming with pump, pump didn't register right away, that insulin was exiting. Advised mother to call if problem persisted. Instructed mother to return to minimed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.